Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. A customer reported a pt reaction after 11 minutes into the procedure. The pt presented hives, diarrhea and shortness of breath. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). The pt was 11 minutes into the tpe procedure when he showed signs of hives, shortness of breath and diarrhea and the attending dr stopped the procedure. The pt was fine after the dr administered medications for allergic reaction. The dr. Then proceeded with a skin test and also albumin test for allergies and both showed negative. The disposable set was not available for specific root cause analysis. A DHR review was conducted. The review showed no mfg or sterilization anomalies occurred during production and nothing of this type of failure was reported from this lot. Allergic reactions are a known side effect of the procedure as discussed in the instructions for use. The alternative single-pass prime procedure in the essentials guide was referred to the dr and the procedure was performed with albumin as the priming solution with the same machine. The pt tolerated the following tpe and also did fine after the procedure. Conclusion: unable to determine the root cause at this time. However, the pt's initial reactions and the results from the alternative single-pass prime procedure indicate the reaction that the pt had was most likely an eto allergic reaction.